Event description:
The hospital reported that after an endoscopic vein harvesting procedure, the hemopro2 extension cable connector became dislodged adn wire was exposed. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.